Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further inspection showed deformations of the outer coil which were caused most likely during the explant procedure. In summary, the lead's distal part was found partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited pacing inhibition as well as muscle stimulation due to dislodgment. Additional information received indicated that no capture was also observed. The patient is not pacer-dependent. The rv lead was explanted and replaced. No adverse patient effects were reported.